Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: this complaint is referring to the same incident reported on the complaint (B)(4). The same samples received from this complaint (B)(4) will be used for the complaint (B)(4). From the complaint (B)(4): 11 samples were received. They have the plastic shield; 5 are identified with a check mark as good and the others also have a check mark as bad ones. The ones marked as bad ones are cavities: 4. 5, 19, 20, 73, 75. Shield pull test was performed, they are between 0.2lbs to 0.4lbs the specification is 0.5lbs to 4lbs. During the production of lot# 9309283, 20 samples were measured for shield pull test. The values were between 0.88lbs to 1.89lbs. One video was provided. The video shows a person holding a needle assembly safetyglide part in a horizontal position; while moving the part into a vertical position, having the plastic shield at the bottom then the plastic shield got loose by coming off of the part. The root cause of the reported issue is due to shield molding process. A process variation may have happened inducing the shield having no or very small step. This step is the one that holds the needle assembly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: shield molding process. A process variation may have happened inducing the shield having no or very small step. This step is the one that holds the needle assembly. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 22ga 1-1/2in safetyglide ns guard falls off of the needle. This occurred on 750 occasions before use. The following information was provided by the initial reporter: material no: 301701 batch no: 9309283. It was reported that an additional 750 needles were found with the guard falling off of the needle. Event description per email states: after all the remaining 27,638 pcs. Were inspected an additional of 750 pcs. Were rejected. OEM customer did additional sorting after initial complaint was reported and indicated that additional syringes were found with the issue.